Manufacturer narrative:
The device was not returned for analysis. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to the circumstances of the procedure. In this case, it is likely a cuff miss occurred due to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This was reported as a closure of a femoral artery with a proglide device relative to a transcatheter aortic valve implantation procedure. Reportedly, the suture was not present when the plunger was removed. A guidewire was re-inserted and a new device was used. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.